Event description:
Ous MDR - patient presented to clinic with dizziness. A 24 hour tape was performed and showed pauses of up to 3.7 sec. When sensing was performed on the ventricular channel, oversensing was seen both of t waves but also from lead artifact. As an interim measure the ventricular sensitivity was reduced to 7.5 mv to stop oversensing, which was successful. It was recommended the lead be replaced. All available information suggests this system remains actively implanted.

Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the pacemaker and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. It was reported that a reprogramming of the pacemaker, particularly of the sensing parameters solved the problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.